Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), +20.5d) on (B)(6) 2024. The patient did not complete required lock-in light treatments. Approximately 7 months after implantation, the patient presented complaining of blurry vision in both eyes at all distances and later reported that they were in a tanning bed. The lal was explanted on (B)(6) 2025.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation and provide a correction. Correction to section d9. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.